Event description:
It was reported this ureteral stent migrated to the pt's bladder several months post procedure. The stent was subsequently removed and the pt is good. No further details regarding the circumstances surrounding this event are available. The device was not returned to this facility. Therefore, no failure analysis is available. Followup revealed a portion of this stent released from the pt through the urethra during normal micturition.